Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unknown antibiotics while hospitalized. On an unknown date the pd catheter was removed and on an unknown date and the patient was transferred to hemodialysis therapy. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available.